Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the heartstart mrx monitor / defibrillator displayed an end-tidal carbon dioxide (etco2) parameter reading of 30-50 mmhg on the scale as the baseline on the expiration portion of the co2 waveform, while emergency medical services performed cardiopulmonary resuscitation on a patient with asystole. The device was being used for therapy and to monitor a patient in asystole. It is unknown if whether ECG electrodes, pads, or defibrillator paddles were used. This is a death case as the outcome occurred while the device was in use on a patient in cardiac arrest. Additional details have been requested. Available information supports that no defibrillation was warranted for this patient due to the initial rhythm being asystole. However, philips is further investigating the patient outcome of death, whether there was a malfunction or use issue, and whether the device use was causal or contributory to the patient outcome. There have been three good faith efforts (gfe) to obtain additional information for this safety report.

Event description:
It was reported to philips that the heartstart mrx monitor / defibrillator displayed an end-tidal carbon dioxide (etco2) parameter reading of 30-50 mmhg on the scale as the baseline on the expiration portion of the co2 waveform, while emergency medical services performed cardiopulmonary resuscitation on a patient with asystole. The reporter stated that a patient of unknown age and sex. Experienced an event of asystole, on (B)(6) 2019. During the event, ems staff arrived on scene, initiated CPR efforts, and connected the patient to the heartstart mrx device. During CPR, the patient was administered oxygen and rescue breaths via bag-valve mask (bvm), which showed an etco2 waveform with readings of 0-7 mmhg. The patient then underwent endotracheal (et) tube intubation by ems staff with the airway adapter attached to the proximal end of the et tube, and the waveform was then 30-50 mmhg instead of returning to baseline on the expiration side. Despite the rescue efforts, the patient was not resuscitated. The customer declined to provide additional information and declined to have the equipment evaluated.